Event description:
During the procedure, the catheter became kinked during introduction and created a dissection in the left anterior descending artery. Another oct catheter was used to diagnose the dissection and a stent was placed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported kink and dissection could not be conclusively determined.